Event description:
It was reported that during use sensation 34cc balloon catheter ruptured. Patient died. No more information is available.

Manufacturer narrative:
Event site name: (B)(6) hospital. The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.

Manufacturer narrative:
Updated fields: b4, d4 (UDI), d9, d10, e2, e3, g3, g6, h2, h3, h6 (medical device problem code, type of investigation, investigation findings and investigation conclusions), h11 corrected field: g2 an intra aortic balloon (iab) leak is the loss of integrity in the balloon membrane or its connections, allowing blood or gas to enter or escape. Product was not returned so an exact cause of the issue could not be identified. However, based on our investigation, a iab leak can occur due to one or more of the following probable causes. Causes: iab leaks can result from the following cases: 1. Membrane perforations caused by: abrasions, tears (penetration by sharp objects). 2. Catheter perforations, sharp objects, severe kinks; 3. Inner lumen breaks or kinks, 4. Tip leaks, 5. Rear seal leaks.